Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while unpackaging a 3.0x12 rx xience alpine drug-eluting stent (des) system, after removing the device from its dispenser coil packaging without issue, and after removing the yellow protective sheath and stylet without difficulty, it was noted that the stent had dislodged and was found to be located inside of the yellow protective sheath. The device was not used in the patient and there was no occurrence of a clinically significant delay. A non-abbott stent was implanted, completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, abbott vascular returned goods lab received the device in the following used state. While the stent was found dislodged inside of the protective sheath, the 3.0x12 rx xience alpine sds was returned with blood on the balloon, in the guide wire lumen, and the balloon was loosely folded indicating that the balloon was inflated. Additional information received confirmed that the correct device was returned and that the device was advanced into the guiding catheter but not into the patient vasculature; reportedly, the site does not remember why advancement was not continued into the patient, but no dilatation occurred with this device and there were no adverse patient effects. No additional information was provided.